Manufacturer narrative:
Was unable to perform displacement test due to detached end cap. Unit received with broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window, peeling keypad overlay, detached end cap, dog chew marks and torn keypad overlay. Unit received with physical damage on the motor caused by dog chew marks. (B)(4).

Event description:
Customer's mother reported via phone call that customer experienced physical damage of insulin pump. It was reported that customer placed insulin pump in a shoe while going swimming and a dog chewed insulin pump causing damage near the reservoir compartment, arrow buttons and drive support cap area. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.